Event description:
Procedure to remove a rv cardiac lead due to the lead malfunctioning, the physician was using a 14fr glidelight laser sheath to extract the rv lead. Stalled progression was experienced at the svc coil, a 13fr tightrail was employed to attempt extraction of the lead. Once at the tip of the svc coil a 16 fr glidelight was used and progressed smoothly to the tip. After lasing at the rv tip the patients blood pressure dropped. A sternotomy was performed and found a tear at the svc/ra junction. Repair of the defect was accomplished and patient was placed on bypass. The patient expired on (B)(6) 2016 after a long hospitalization due to complications from co-morbidities.